Event description:
A user facility reported to olympus that the air pump system was building up too much pressure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon follow up with the user facility, additional information was obtained. The user facility attributed the problem to use error and stated that they resolved the problem with the assistance of olympus technical support. The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
D9 ¿ the field was confirmed to have been answered in error on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the way the customer used the device, because there was no fault with the equipment in question. Olympus will continue to monitor field performance for this device.